Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left hand. After crossing the lesion with a guidewire, a 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the percutaneous transluminal angioplasty (pta) was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.